Event description:
A site representative, buyer, reported a damaged spine clamp, identified while in a spine procedure. A registered nurse later reported that the frame was not holding on patient anatomy at beginning of case. An alternate frame was used to continue case with minimal delay. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
RMA issued. Replacement device shipped to site (B)(4) 2013. Medtronic investigation of returned suspect device finds the clamp face is slightly bent to one side and the retainer ring on the end of the adjustment screw is stretched allowing some play in the movement of the clamp face. Otherwise, the adjustment screw is in good condition but with slight tool marks around the screw head. The hex head functionality is normal as well as the movement of the screw. Dented, nicked, scratched and bent, this physical damage directly caused the event.